Manufacturer narrative:
This event will be evaluated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient received a wright medical conserve plus left hip resurfacing. He notes no symptoms at the hip. The x rays of the hip made on 2018 showed a well positioned left hip resurfacing with no evidence of loosening or lysis. Patient suffered elevated ion levels and he noted cognitive changes especially after general anesthesia, decreased energy level, decline in hearing, balance issues and he exhibited a fine rest tremor, neuro q analysis of his fdg pet brain scan indicated pronounced general and focal hypometabolism suggestive of chronic toxic encephalopathy report number mw5092469.